Manufacturer narrative:
(B)(4). The device was received with yielding on the articulation joint. As result of this the jaws could not be opened as the I-blade did not move back or forward. The device was connected to the generator but due to the condition of device not all functional testing could be performed. It is possible that this type of damage can occur after the device undergoes heavy loading. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an ovarian cyst removal the jaws would not open correctly. A like device was used to complete the procedure. There was no patient consequence. The device will be returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were the jaws difficult to open? Yes. Did the jaws remain closed and did not open? Yes. Did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? No. If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? No.